Event description:
Customer reported one sars-cov-2 tma run, wl 003424-20201212-11, using assay lot 275732 on panther instrument sn (B)(4) which had 8 suspected false positive samples. The samples were initially positive but were negative when retested on another panther. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or reagent preparation issues. Hologic product applications specialist (pas) reviewed logs and stated that most positive samples in this wl were adjacent to or sandwiched between two positives. Given that their sample results from one day were in question based on workflow issues, it was likely the samples in question were contaminated during sample handling or pipetting. Customer understood and agreed to thoroughly clean their work areas. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.